Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the reported condition as a high drain 105 alarm was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The device's pneumatic system was checked and found to be within specification. Upon conclusion of the investigation, the cause of the alarm was determined to be one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The alarm occurred after therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. Troubleshooting did not identify a cause of the high drain alarm. The patient had a fill volume set to 600 ml and had an ultrafiltration of 1666 ml in cycle five. A technical service representative initiated a swap of the homechoice device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.